Manufacturer narrative:
Evaluation summary: no trocar has been returned for evaluation for the complaint of trocar blunt, could not be used; therefore, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found during the device history record reviews. The product was released based on manufacturer acceptance criteria because no sample was returned and the device history record review of the lot numbers provided indicated product was released according to the product¿s acceptance criteria, the root cause for the defect experienced by the customer cannot be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A pharmacist reported an issue with a blunt valved trocar that could not be used during surgery. They had to open another pack to take the trocars kit. There was no patient impact. Additional information has been requested.